Event description:
I got lasik surgery after thinking about for several years. However, I did not do the appropriate research, which now I understand that I should have checked for actual people's testimonials. This would have confirmed my fear that letting someone "laser" my eye in any way would be a damaging thing to do. Instead I listened to the doctor who sold me on the procedure by down playing the dry eye side effect. At the time "dry eye" did not sound that major because I or anyone that I've known has had a dry eye "condition" - not even my (B) (6) grandmother - cause if it was that bad they would be doing this procedure - right? I feel the doctor should have made it more clear that dry eye is very serious condition. He should have expressed that more adamantly. I am experiencing burning, redness-blood shot, tiredness, headaches, blurred vision, halos. These symptoms became severe only 12 months after procedure, I can find very little relief and my eyes are permanently damaged.